Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was difficulty placing the left ventricular (lv) lead upon initial implant. Additionally, the lv lead was unable to obtain adequate thresholds. The lead was not implanted and replaced with a new lv lead. No patient complications have been reported as a result of this event.